Event description:
It was reported that right ventricular (RV) lead exhibited high out of range shock impedance measurements above 125 Ohms. Technical Services (TS) reviewed the data and determined that this observation was a chronic finding that correlated with other device trends, including thoracic impedance measurements. The observed behavior may be indicative of lead calcification or a physiological cause. TS provided troubleshooting guidance recommended further monitoring. No adverse patient effects were reported. This RV lead remains in service.Information was received indicating that recommendations from TS were communicated to the doctor and the clinic. No adverse patient effects were reported. This RV lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.